Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was decompensated overnight with hypotension, decreased urine output, worsening laboratory values, and frequent suction alarms. Impella flow was reduced to p2 due to suction events. Echocardiogram confirmed appropriate impella positioning. The patient subsequently expired.